Event description:
A discordant falsely elevated potassium (k) patient sample result was obtained on a dimension exl with lm system. The discordant result was reported to the physician(s) who questioned the result. The patient was sent to an alternate facility. A new sample was drawn and processed and a lower k result, considered correct, was obtained. No information has been provided whether a corrected report was issued. The patient had a chemotherapy session delayed due to the discordant falsely elevated potassium result. There are no known reports of adverse health consequences due to the discordant falsely elevated potassium result or the chemotherapy delay. No information was provided about the total delay in time.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding the discordant falsely elevated potassium (k) patient sample result obtained on a dimension exl with lm system. MDR 2517506-2022-00009 was filed for the same event. Siemens is investigating the event.

Manufacturer narrative:
Additional information (24-jan-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. Quality control results were within the customer's expected ranges. No issues were noted with other patient samples indicating that the instrument and potassium (k) assay were performing acceptably. A potential product issue was not identified. The cause of the event is unknown. The system is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00010 was filed on 14-jan-2022.